Event description:
During post-operative biometry, readings were coming out minus 3 diopters when trying for plano. It was necessary to remove and replace the intraocular lens for 3 pts. There were no further adverse reactions.